Event description:
It was reported to nova biomedical that a consumer received blood glucose readings of 448mg/dl and 90 mg/dl within a ten minute period on his blood glucose meter. No decisions to treat were made on the alleged faulty device. The difference in the readings was considered to be clinically significant. The meter will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that eval, a follow-up report will be filed.